Event description:
Two plastic stents migrated and perforated the contralateral wall of the duodenum after ercp procedure. As two stents are involved in this event, an additional report will also be submitted (ref MDR 2014-00006). Another ercp procedure was performed to retrieve the concerned stents with a rat tooth forcep and to close the perforation by a ovesco over the scope clip. Patient is now doing well.

Manufacturer narrative:
Specific date of event is unknown. Complaint information provided indicates the event occurred in (B)(6) 2013. While the physician was in (B)(6), he discussed with cook senior product manager some ercp related issues in general. Together with the amc expert they talked about hilar strictures and the issue of plastic stents sometimes migrating, both are sure it is pathology related and not a stent issue. However by saying this, that is reason they will not file complaints as they see it differently. The physician then explained a worse case scenario from three months ago, so that is when the cook employee heard it and wanted to have the occurrence on record. Further information from local rep received (B)(4) 2013: two plastic stents migrated and perforated the contralateral wall of the duodenum after ercp procedure. A second complaint ((B)(4)) has been raised against the second device, also a (B)(4) device, lot number c702491. There were no (B)(4) devices of lot number c800193 in stock at the time of the complaint investigation. The device was not available for evaluation. With the information provided a document based investigation was carried out. According to the complaint, another ercp procedure was performed to retrieve the concerned stents with a rat tooth forceps and to close the perforation by an ovesco over the scope clip. Patient is now doing well. A review of the manufacturing records for (B)(4) (c800193) revealed no discrepancies that could have contributed to this complaint. Under the precautions section, the IFU specifies that the device should not be left indwelling for more than three months or as directed by a physician and that periodic evaluation is recommended. Stent migration is a known risk of biliary stenting procedures as per the instructions for use. There are various designs of biliary stents with and without flaps; with and without pigtails. The addition flaps or pigtails to the stent design serve to prevent upward/downward migration in the biliary duct. Biliary stents also have side holes along the body of the stent to allow for drainage. In this case, it was not determined when the stents were placed or when stent migration was observed. Since the device was not returned, there is no evidence to suggest that the stent did not migrate and therefore the complaint can be confirmed. The investigation was unable to determine the exact root cause for stent migration resulting in perforation of the contralateral wall of the duodenum. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.